Manufacturer narrative:
It was reported that the patient presented with the reported failure on (B)(6) 2017 but it is unknown when the reported device issue actually occurred. This report is for one (1) unknown ztemp tfna screw. Part and lot numbers are not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. Additional device product code is hwc. (B)(6). The subject device is not expected to be returned to the synthes manufacturer for evaluation and has been reportedly discarded by the reporting facility. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. Atient code (B)(4) was utilized for revision surgery due to reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the patient underwent a second revision surgery on (B)(6) 2017 due to postoperative unspecified failure of an unknown ztemp trochanteric fixation nail¿advanced (tfna) 235mm. This nail and an unknown ztemp -tfna screw were initially implanted during a revision procedure performed on (B)(6) 2016 (see related complaint, (B)(4)). During the (B)(6) 2017 revision surgery, the existing hardware was removed and the patient was revised to an antegrade femoral nail (afn) construct (long nail). It was further reported that this patient had been treated by multiple surgeons over the course of his treatment. The surgeon stated that the device breakage is due to the patient comorbidities and the complexity of the fractures. This report is for one (1) unknown ztemp tfna screw. This report is 2 of 2 for (B)(4).